Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgement. It was not reported that the lead would be returned. No additional adverse patient effects were reported.